Event description:
(B)(4). After having essure implants, I bled until (B)(6) of 2013. I was on hormone e relate mentioned to stop it and since then I have cramping, sometimes severe, I have sharp pains, headaches, nausea, I feel tired and I have hard time concentrating.